Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a pinhole in the balloon material, 18mm distal of the proximal markerband. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous vessel in the left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous vessel in the left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.